Manufacturer narrative:
This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. From the historical daily battery voltage measurement data, the daily device power fluctuations appear steady. This behavior, however, may change unpredictably. At this point, the battery does have a significant reserve capacity. Additionally, the device exhibited beeping tones. Device replacement was recommended. Furthermore, the device was explanted and was replaced. No additional adverse patient effects were reported.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. From the historical daily battery voltage measurement data, the daily device power fluctuations appear steady. This behavior, however, may change unpredictably. At this point, the battery does have a significant reserve capacity. Additionally, the device exhibited beeping tones. Device replacement was recommended. Furthermore, the device was explanted and was replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed. The returned device was thoroughly inspected and analyzed. Review of device memory confirmed that a low voltage alert (code 1003) was recorded. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of compromised low voltage capacitors. Low voltage capacitors are used in the device's high voltage charging operation in order to facilitate fast charge times. Investigation has determined that the low voltage capacitors can become compromised due to the presence of excess hydrogen gas within the device case. Malfunction of these capacitors resulted in a high current drain, which was depleting this device's battery faster than normal.